Event description:
On may 9, 1999 a 4.0 fr uac (lot 901s-267) was inserted into the pt. No problems were noted with either the insertion or the functionality of the catheter. A luer slip 3-way stopcock was attached to the hub of the uac. On may 11, 1999 the sensor was removed and a 3-way stopcock connected directly to the uac. Blood was noted to back-up through the uac and drip around the luer fittings. Upon close examination, a crack, lengthwise, was observed in the hub of the uac. The uac was removed and a new 4.0 fr uac (lot 901-s-267) inserted. No report of any adverse event to the pt, or further problems. Were reported.